Event description:
A customer reported experiencing a low blood glucose level, with the lowest recorded level being 28 mg/dl. Cause was not known. A school nurse provided the customer with glucose tablets and a doughnut and monitored the situation. Control-iq feature on the customer's pump was not activated at the time. Technical support advised the caller to contact a healthcare professional as the patient has been experiencing frequent low blood glucose levels lately, and the caller agreed.